Event description:
Account states canisters damaged outside container, but inside were cracked and broken with little holes. During procedure, scope lost suction due to hole in canister just as staff was putting rubber band around bleeding varice. Unable to get suction and patient bleed profusely, blood all over everywhere.